Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The patient was treated on the full face and immediately post procedure, the patient's skin turned white, and then red a few minutes later, and began to peel. The patient has burns on the cheeks and lower jaw. The patient was not able to give any feedback regarding heat, pain, or discomfort during the procedure because anesthesia was used - the patient was given propofol. After the procedure, ice and rinderon was applied. The treating facility is not sure whether the burns have resolved as the patient has not returned for follow-up. The physician does not believe there will be scarring, but the burns may cause pigmentation. Reportedly, the treatment tip was used on another patient prior to this treatment. The facility reported that an error message occurred and the system "froze" during treatment. The clinic restarted the system and resumed the treatment. Reportedly, the amount of gel used during treatment may not have been enough. In the physician's opinion, there was a failure in the cooling as the skin turned white on the cheeks immediately after a single pass, but on the submandibular lower jaw region, multiple passes were performed.

Manufacturer narrative:
An evaluation of the data card indicated error messages were prompted during treatment to alert the operator of treatment tip not in full contact with skin, temperature limit exceeded, handpiece or foot pedal button release before the rf tone/delivery was complete, operator not maintaining full contact to skin with consistent and sufficient force during rep delivery, coolant system not ready, user not following on-screen instruction, or there is a problem due to rf noise. If the tip temperature limit being exceeded prompts an error, the user should apply more coupling fluid and ensure full tip-to-skin contact. If an error occurs regarding the coolant system not being ready, the user most likely has to wait until the cryogen reservoir is properly filled. A failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. If errors occur during treatment, the rf delivery is stopped and the system will display text instructions for the operator indicating what action may be required to resolve the issue. The device history records were reviewed and there were no non-conformities or anomalies found related to the reported event. The reported adverse event is a known procedure complication of thermage treatment. Burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation.